Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited an inappropriate atrial tachy response (atr) episode due to noise and oversensing of rate response trend (rrt) sensor on right atrial (ra) channel. Also, ra impedance measurements began to increase and become more variable shortly after the rrt noise and oversensing event, though the ra impedance measurements remain within normal specification limits. Boston scientific technical services (ts) provided guidance to boston scientific field representative to consider programming off the rrt sensor to prevent this from occurring in the future. Ts noted there have been no further episodes stored. Since no further rrt noise and oversensing have occurred, the representative will discuss monitoring for now with the physician. The device remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited an inappropriate atrial tachy response (atr) episode due to noise and oversensing of rate response trend (rrt) sensor on right atrial (ra) channel. Also, ra impedance measurements began to increase and become more variable shortly after the rrt noise and oversensing event, though the ra impedance measurements remain within normal specification limits. Boston scientific technical services (ts) provided guidance to boston scientific field representative to consider programming off the rrt sensor to prevent this from occurring in the future. Ts noted there have been no further episodes stored. Since no further rrt noise and oversensing have occurred, the representative will discuss monitoring for now with the physician. The device remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.